Event description:
"A keratome was used to make a beveled incision into the anterior chamber using a cystotome; anterior capsulotomy was then performed. Next phacoemulsification was initiated. There was some technical difficulty with the phacoemulsification and no aspiration was noted and the phacoemulsification was not working at all. At this time the handpiece was checked and rptr is not able to irrigate through it and it appeared to be blocked. Handpieces were exchanged, almost when the total lens was phacoemulsified. It was noted that there was what appeared to be a corneal burn at the site of the incision which was thought to be related to the technical difficulty with the phacoemulsification instrument." From postoperative report dictated by ophthalmologist at 2234. Procedure was completed as usual.